Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shock impedance measurements. Technical services (ts) discussed changing vectors to mitigate the issue. No adverse patient effects were reported. Additional information indicated that an x-ray was performed and no issues were noted. The shock vector was programmed to rv coil to can. Defibrillation threshold testing (dft) were tested at 21 and 26 joules which successfully terminated the arrhythmia.

Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.